Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. A conclusive cause for the reported patient effect of tissue damage, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced in describe event or problem is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the footplate would not park/retract. A small portion of the foot remained outside its original position when retracting. Another proglide was used with the same result. There was a small amount of tissue damage from feet not retracting; it was not treated. The sheath was upsized to a 21f and the evar procedure was completed. Hemostasis was achieved with a simple cutdown and surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.